Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 2nd december 2021, getinge became aware of an issue with power led ii surgical light. As it was stated, spring arm of surgical light collided and wedged with another equipment. It caused delay of active stroke case by 15 minutes. The patient survived, however the total impact is unknown at this time. We decided to report the issue as such situation lead to serious injury.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled ii surgical light. As it was stated, spring arm of surgical light collided and wedged with another equipment. It caused delay of active stroke case by 15 minutes. The patient survived, however the total impact is unknown at this time. We decided to report the issue as such situation lead to serious injury. It was established that when the event occurred, the device did not meet its specification, due to collision with another equipment. It was established that at the time when the event occurred the device was being used for the patient treatment. Manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a very low ratio. It is the 1st reported event -worldwide- relating to collision with another equipment resulted in procedure delay on powerled ii. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Other text: device not returned to manufacturer.

Event description:
On (B)(6) 2021, getinge became aware of an issue with power led ii surgical light. As it was stated, spring arm of surgical light collided and wedged with another equipment. It caused delay of active stroke case by 15 minutes. The patient survived, however the total impact is unknown at this time. We decided to report the issue as such situation lead to serious injury.